Event description:
It was reported that there was a hole in the transfer set tubing near the twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. Visual inspection was performed with naked eye and magnification, which noted a hole in the tubing. Functional testing performed included leak testing, clear passage testing, and clamp function testing. Leak testing performed identified a leak through hole in the tubing. The reported problem of hole in the transfer set's tubing near the twist clamp was verified. The assignable cause was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.